Manufacturer narrative:
Additional information: the position of the cam when valve was received was 120mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted; as well the proximal connector was missing the catheter was placed in the valve instead of the proximal connector. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. Only leaked from the needle holes. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve failed the test. During the programming process the cam mechanism only moved very slightly. The valve was then pressure tested at 120mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve product code 82-3162 with lot cpfbw2, conformed to the specifications when released to stock on the 24th may 2013. The root cause of the problem found is due to biological debris found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
The sales rep called and stated that the customer reported that the valve is not functioning. Rep had no further details at this time except that valve was explanted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.